Event description:
Boston scientific received information that approximately (B)(6) weeks post implant the right ventricular pace/sense impedance went from 1000 ohms to 1500 ohms and then back to 1200 ohms. R-waves and shock impedance were reported as being stable. The local boston scientific field representative (fr) reported that there was some intermittent loss of capture during steps of the threshold test. Boston scientific technical services discussed a possible micro-dislodgement and suggested trying a commanded shock to verify lead integrity. The fr reported that they would wait to see if the pace/sense impedance leveled out. Subsequent information from the local fr indicated that the patient was referred to an electrophysiologist. No further information was known. No adverse patient effects were reported. Available information indicates that the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.